Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she is going to the hospital to be treated because she had high blood glucose. Customer's blood glucose was over 200 mg/dl. Customer stated that she does not have a back up plan and her insulin pump had blank display and it is not responding. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. The insulin pump was monitored for several days. Intermittent blank display due to corroded battery tube. Unable to inspect electronic assembly for moisture damage due to product preservation.